Event description:
The patient received inappropriate therapies due to ventricular lead noise. The pace/sense portion of the lead was capped with the defibrillation portion remaining active.

Event description:
New information received on (B)(6) 2012 that at follow-up, externalized conductors were observed via review of fluoroscopy. No further information available at this time.